Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 41 (motor power supply voltage error detected). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and customer was able to clear the alarm and not able to complete rewind and the pump was not exposed to magnetic field. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1712k was requested and customer response was the will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might of trigger the reason complaint. Unit alarmed pump error 41 during rewind, thus failing the test. Unable to perform displacement test, rewind, basic occlusion test, force sensor test or occlusion test due to constant pump error 41 during rewind. The adapt tool recorded multiple pump error 41 on 04/29/2025 08:51:50.000. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. The unit was isolated to the motor assembly due to a motor error. Unit also received with a pillowing keypad overlay and scratched case. In conclusion pump error alarm 41 was due to a motor defect isolating to the motor assembly. Therefore, customer's concern was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.